Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "upon tensioning dall miles cable, it was noticed by surgeon that only one side of the tensioning device gripped the cable. The other side slide through and rendered the device inadequate."